Event description:
This is filed to report the clip detaching from the posterior leaflet, causing a leaflet tear, recurrent mr, hospitalization, and unexpected medical intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation grade 3+. One xtw clip (20908r1026) was implanted without issues. Mr was reduced to grade 1. At a six week follow up appointment on (B)(6)2023 the clip was observed to be detached from the posterior leaflet (single leaflet device attachment (slda)) with recurrent mr grade 3+. It was thought a posterior leaflet tear had occurred. On (B)(6) 2023 the patient returned for a mitraclip intervention. Two xt clips (20726r2065 and 21215r1009) were implanted successfully, reducing mr to grade 1. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician is likely related to leaflet tear and is therefore related to patient conditions. A cause for unspecified tissue injury resulting in mitral valve insufficiency/regurgitation (mr) cannot be determined. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.